Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that as the tray was readied for use, it was discovered the shim was missing the bearings. There was no delay to the procedure or health consequences to the patient. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records & receiving inspection report were reviewed for deviations and / or anomalies with no deviations and/ or anomalies identified. Verified item lot combination and reviewed manufacturing date as tasp exhibits signs of repeated use (nicked or gouged) and has one of components 1 and 2 disassembled / missing. The missing component was not returned. Medical records were not provided. The complaint is confirmed. The device is confirmed to have been a part of a CAPA investigation. Field action zfa 2014-67 and z-1052-2015 were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. A CAPA was previously initiated to further evaluate the reported event.

Event description:
No further event information available at the time of this report.